Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended reprogramming. This rv lead remains in service. No adverse patient effects were reported.